Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the device exhibited unacceptable, increased threshold measurements. The device was not implanted, and the system removed. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.